Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 short port btt inflation valve popped out. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product was not returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(6) 2010. A visual inspection revealed that there were no non-conformities with the device. The balloon was inflated with 25cc fo air. The balloon inflated properly and upon removal of the syringe, the balloon remained inflated and the black inflation valve did not dislodge. Based upon these findings, the reported failure mode "short port btt inflation valve popped out" is not confirmed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. (B)(4).